Manufacturer narrative:
Event took place outside of the united states (in (B)(6)), and was associated with a product that is also cleared for market within the united states.

Event description:
Revision occurred (B)(6) 2019 due to dislocation approximately 3 weeks after primary surgery. Surgeon explanted 36/+6 humeral cup and replaced it with larger 36/+9 humeral cup.